Manufacturer narrative:
The pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete. Catheter.

Event description:
The patient reported the pump was not working. During surgery, the catheter was found to have multiple twists and kinks; the pump had flipped many times. Both the pump and catheter were replaced as the hcp wanted a 20cc pump. No patient symptoms were reported; there was no patient injury. The pump was used to deliver morphine, bupivacaine, fentanyl, and clonidine.